Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was broken and wires were exposed. In addition, it was reported that the cable intermittently charged the pump. The customer's blood glucose level ranged from 251-253mg/dl. A replacement cable was sent to the customer.